Manufacturer narrative:
Follow-up #1 date of submission 03/01/2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/02/2012 with the following findings: a review of the black box shows no reboots occurring. Visual inspection revealed a cracked battery compartment and corrosion inside the battery compartment. A battery compartment leak was observed during testing. The battery cap tightened securely and the intermittent power issue was not duplicated on power up. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues.

Event description:
The patient's mother stated that there was a crack in the battery compartment that goes right through the top edge of the pump. There is corrosion present in the battery compartment. She says the pump intermittently lost power and the power issue contributed to the patient having elevated blood glucose levels. She states that she would sometimes change the battery but other times when she does not she would just get the pump to start working again. She believes that three of the events with intermittent power resulted in the patient's blood glucose to rise to "hi." She got the pump working again and corrected her blood glucose levels with the pump. She denied that the patient had symptoms but said he had large ketones. She says the pump is working the day she called animas and the patient's blood glucose that day is "good" (150 mg/dl). This complaint is being reported as the pump intermittently lost power and the patient's blood glucose was indicative of hyperglycemia after the issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.